Manufacturer narrative:
In the case description, the user mentioned that their bolus was increased to 10 u without input from the user. The physical controller was not received for investigation. Ios log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the ios log files found evidence of interaction with the controller to program the 10 u bolus. The log files confirmed that the use sensor button was used to load a blood glucose value into the bolus calculator, which correctly resulted in a calculation of 1.6 u based on the user's settings, smartbolus adjustments, and insulin on board. The logs then show that the total bolus box was tapped into and the total bolus amount was adjusted from 1.6 to 1 to 10 and then the box was tapped out of to end editing. The logs then show that the confirm and start buttons were pressed to confirm and start delivery of the 10 u bolus. No evidence of an uncommanded bolus adjustment was observed in the available logs.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: phone_control_ios. Cloud - omnipod 5 software app version: 1.1.6. Cloud - smartphone operating system: 18.1. Cloud - smartphone hardware: iphone14.3. Cloud - cgm sensor type: g6.

Event description:
It was reported that 911 was called to the patient's house. The patient was found unconscious by her son, who called 911. It was reported the patient's blood glucose levels were below 70 mg/dl, but no specific glucose levels were provided. The patient was treated with oral glucose by the paramedics. The patient regained consciousness after receiving glucose and was not taken to the hospital. It was reported that the patient had given a bolus for her sensor value around 6am, and entered 0 grams of carbohydrate. When they looked at her controller history it showed the bolus had been adjusted manually to 10 units which the patient denied doing.

Manufacturer narrative:
Additional information received: patient's mother was contacted to provide results of cloud data log investigation results. After providing the lab findings, the patient's mother stated she and her son were looking at the controller information and thinking the patient may have accidentally pressed the wrong buttons and delivered the 10 units, she doesn't feel the adverse event was related to an issue with the controller. Since this event she states she changed the max bolus setting to 3 units.